Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture. The patient reported becoming aware of fractured filter struts retained within the inferior vena cava (ivc) approximately seventeen years and six months post implant. The patient also reported anxiety related to the filter. According to the medical records, the patient is reported to have a history of intracranial aneurysm correction and placement of the inferior vena cava (ivc) filter after aneurysm surgery, likely to prevent pulmonary embolism (pe) during the post-surgical period when the patient was immobile but could not be anti-coagulated. Medical history includes hypertension and dihydrolipoamide dehydrogenase deficiency (dld). Serial images of the abdomen were provided; no date, time or patient identification is apparent. A cordis type filter is visualized above the iliac bifurcation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter fracture could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture. Per the medical records the patient is reported to have a history of intracranial aneurysm correction and placement of the inferior vena cava (ivc) filter after aneurysm surgery, likely to prevent pulmonary embolism (pe) during the post-surgical period when the patient was immobile but could not be anti-coagulated. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately seventeen years and six months after the filter implantation.